Event description:
Litigation papers allege: severe pain and discomfort in his right hip and thigh, a burning sensation in his leg, and a popping sensation in his hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the head component found no manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the metal insert was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
The investigation has been reopened because the patient has now been revised and additional information received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Litigation papers allege: severe pain and discomfort in his right hip and thigh, a burning sensation in his leg, and a popping sensation in his hip. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review **update** - (B)(4) 2012 - the complaint has been reopened because it has been reported that the patient was revised (B)(6) 2012 due to pain and elevated labs.

Manufacturer narrative:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review update: (B)(4) 2012 - the complaint has been reopened because it has been reported that the patient was revised (B)(6) 2012 due to pain and elevated labs. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.